Manufacturer narrative:
(B)(6): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
While draining plural fluid te surgeon noticed that there was an area on the tubing that appeared to be leaking. The surgeon attempted to tighten the connection where the leak was. The next time the surgeon pushed pleural fluid into the drainage bag the connection let go and pleural fluid was pushed forcefully toward the surgeon and got on the surgeons shoe and the floor. The product is a carefusion thora - para catheter. Lot # 0001318438. The port that let go was between the syringe and the drainage bag. What was the original intended procedure? : thoracentesis with ultrasound guidance on the left. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working) the patient is a (B)(6) year old male. Their weight during the report is (B)(6) kg.

Manufacturer narrative:
A complaint sample was not provided for evaluation. Therefore, the reported failure mode could not be confirmed through a sample evaluation. No issues were identified during incoming inspection, manufacture, or quality inspection for the lot provided. It is most probable that the integrity of the catheter was compromised after leaving the facility and prior to catheter removal or excessive force was used during procedure. Based on the limited results of the complaint investigation, a probable root cause could not be identified and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions for this complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
While draining plural fluid te surgeon noticed that there was an area on the tubing that appeared to be leaking. The surgeon attempted to tighten the connection where the leak was. The next time the surgeon pushed pleural fluid into the drainage bag the connection let go and pleural fluid was pushed forcefully toward the surgeon and got on the surgeons shoe and the floor. The product is a carefusion thora - para catheter. Lot # 0001318438. The port that let go was between the syringe and the drainage bag. What was the original intended procedure? : thoracentesis with ultrasound guidance on the left. What problem did the user have: device failed (e.g. Broke, couldn't get it to work or stopped working). The patient is a 53 year old male. Their weight during the report is 85 kg.